Event description:
Paramedics used the device to diagnose a pt as asystolic. Pacing therapy was attempted as a final effort at resuscitation. Reportedly, when the pacer current was adjusted, the pacer shut off. The device operator did observe the device emit an audible but unspecified tone at this time. The pacer start/stop switch had to be pressed again to adjust current. The pacer reportedly shut off with the next attempt.